Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the dissector balloon and insufflation bulb only were received. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, a leak was detected, a hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic inguinal hernia, while pumping the balloon, the surgeon realized that the balloon did not inflate. Another device was used to complete the case. There was no patient injury.